Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("pierced the fallopian tube and mesentery") and peritoneal perforation ("pierced the fallopian tube and mesentery") in a (B)(6) year-old female patient who had essure (batch no. E36581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "the spring piece from the essure had elongated" on (B)(6) 2017 and device malfunction "catheter - malfunction - deployment difficulty". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criterion medically significant), peritoneal perforation (seriousness criterion medically significant) and complication of device insertion ("doctor was attempting to deploy the essure but it did not deploy correctly/procedure was unsuccessful"). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, peritoneal perforation and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, fallopian tube perforation and peritoneal perforation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.